Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. Only the sheath of the flexor ansel guiding sheath was returned. The sheath was returned with the proximal fittings separated from the sheath tubing. Flare is compressed and distorted in shape and hence maybe could not pass through the large lumen of the flare gauge. Since the flare appearance is compromised there is no evidence to suggest it was maybe built too large. A 2mm compression was noted 6mm from the proximal end. A bend is noted 12.5 cm from the proximal end. The check-flo was disassembled from the connector cap to examine for non-conformities. None were found. The connector cap accepted a maximum of 0.121 inch pin gauge. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that a flexor ansel guiding sheath was used during an arteriogram pta and angiojet thrombectomy procedure. It was reported that the physician pulled the sheath back and the hub came off the flexor material. They were able to pull the flexor material out. Patient outcome was not reported but has been requested.